Event description:
He had l2 - l5 spinal decompression and fusion-with dynasys fixation - allograft onp substrate because of leg pain. He is now unable to do anything. He can walk less than a block using a wheeled walker. He is in constant pain. He did not have back pain prior to surgery. He was told there is nothing that can be done now because it was all cemented in with whatever, and he should go to a pain clinic. Surgery included removal of spinal lamina and add on.